Manufacturer narrative:
This is a low volume lab and the customer stated a bottle of wash concentrate will last about three to four months. The similar incident was reported by this customer in september (report #2050012-2010-00955). The customer was sent a replacement.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to wash concentrate bottle that broke and leaked on synchron cx4 delta clinical system. No injury was reported and there was no effect to patient or user.